Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 24 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii and bruxism. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.